Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keys on keyboard failed to respond and keyboard needed to be replaced. A field service engineer found keys were not working on keyboard. Further, the engineer powered off, replaced keyboard and tested in the hardware test application to ensure the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard failed to respond. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.